Event description:
Boston scientific received information that this left ventricular lead exhibited high thresholds and was found to be fractured. The lead was surgically abandoned and replaced.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.